Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided).bg was addressed via a correction bolus. Customer alleged that carbohydrate ratio settings need to be adjusted. Recommendation was made to consult with healthcare provider regarding diabetes management.